Event description:
The customer stated that she splashed bleach in her eye while performing backflush of tubing on the cell-dyn 3700 analyzer. The customer was using a syringe with diluted bleach and the tubing popped off of the syringe and 50% bleach solution splashed in her eye. The customer was not wearing eye protection. She flushed her eye for 5 minutes. The customer then contacted the emergency room and was told to flush her eye for 10 more minutes. No further treatment was required.

Manufacturer narrative:
The customer was attempting to back-flush the tubing from the shear valve to the y fitting using a syringe. She was attempting to remove a clot from the tubing. The tubing popped off from the pressure, spraying her in the eye with 50% bleach. The customer was not wearing eye protection and was not following the proper procedure in the operator's manual; solenoid 95 was not opened. The cell-dyn 3700 system operator's manual. 06h89-01, rev e, in the overview for maintenance procedures (section 9, p. 9-3) cautions the operator to wear personal protective equipment (ppe) such as lab coat, gloves, goggles. Page 8-3 (hazard information and precautions) also recommends use of ppe when dealing with chemicals. Sodium hypochlorite is referenced as an antimicrobial/decontaminant used in a 0.5% solution (pp. 8-3, 9-4) and as a cleaning liquid in a 25% solution [1.25% sodium hypochlorite] for transducers, flow cells, aspiration probe (pp. 9-40, 9-43, 9-48). When used as a cleaning liquid or for decontamination ppe is recommended. Flushing the "y" fitting is discussed on pages 9-47 through 9-49. Under materials required (page 9-48), item 4 is "appropriate personal protective equipment." (Ppe). The complaint analysis trending system (cats) and trending analysis support system (tass) reports for the period of march 2007 through november 2007 was reviewed and no adverse trends were identified for this issue. No malfunction was identified. This is the final report. End of report.